Event description:
It was reported that during a spinal fusion surgery, it was observed that the console device had intermittent operation. According to the report, the device was ¿frozen¿ and had to be turned off and back on in order for the device to work again. There were no delays to the surgical procedure as the surgery was completed successfully with the original device. A spare device was not available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.